Event description:
Customer did not provide the specific nature of the complaint. There was no pt incident or injury reported. Eval for the returned product shows that the alarm does not sound when tested.

Manufacturer narrative:
(B)(4) - customer did not specify the nature of the complaint. Eval: results - eval for the returned product shows that when tested the receiver does not have alarm tone when the motion detector is set to remote. There are loose parts inside the receiver. The motion detector does not have an alarm tone when set to chime. There is no visual damage to the product cases. (B)(4).